Manufacturer narrative:
It was reported that the urinary catheter balloon was unable to be deflated. Reportedly, a urologist was called and after "cutting off the tip used to inflate the balloon, it remained inflated." The urologist was able to remove the urinary catheter, however, the patient reportedly experienced "urethral trauma." No death, serious injury, or adverse health impact related to the event was reported. Multiple samples packaged and unused samples were returned for evaluation. Visual inspection of the returned samples revealed no defects or abnormalities. Dimensional measurements were verified and found to be within specification for each sample. Functional testing was conducted by inflating and deflating the balloons using three (3) ml of fluid. All samples passed functional testing with no indication of balloon deflation failure. The reported issue of balloon deflation failure could not be verified during visual or functional testing of the returned samples and a root cause was unable to be determined. Due to the reported need for urologist intervention, and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the urinary catheter balloon was unable to be deflated.